Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a green pixel displayed on the touchscreen right below the button "2" on the unlock screen. Customer's blood glucose level was not impacted. Reportedly, the pixel was not blocking any graphics on the display.